Manufacturer narrative:
Sc-2316-50e. Sn (B)(4). Device evaluation indicated that the complaint has been confirmed. Visual inspection revealed that the top seven electrodes were separated from the distal end. Electrodes 1-7 were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. Available evidence indicated that the lead was subject to an excessive tensile load when resistance was felt during the lead pull. The lead most likely got damaged when it migrated. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 12:07 pm CT. The report number is being corrected from: 3006630150-2018-62396t o: 3006630150-2018-62027.

Event description:
A report was received that during the patients lead pull procedure, the distal tip of the lead and the tail had been fractured and wires were exposed. Lead migration was also noted. Upon checking, only ten contacts were counted. Fluoroscopy was taken and showed that the remaining six contacts were near the surface of the skin. The patient was prescribed with antibiotics.

Event description:
A report was received that during the patients lead pull procedure, the distal tip of the lead and the tail had been fractured and wires were exposed. Lead migration was also noted. Upon checking, only ten contacts were counted. Fluoroscopy was taken and showed that the remaining six contacts were near the surface of the skin. The patient was prescribed with antibiotics.